Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0208089085, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had experienced a lack of therapy prior to the device reaching end of service. The programmed settings were 3+ 0-, 3.2v, 240's and 40 hz. Cycling was never enabled. No falls or traumas were noted and the patient did not experience shocking/jolting. Impedances had been measured when the implantable neurostimulator (ins) was still implanted and it was confirmed that only the ins was revised. The high impedances resolved following the replacement. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the battery was at end of service after 11 months of implantation. Upon performing an impedance test, all electrodes were high. The physician decided to replace the device with a new one. No symptoms were reported and no further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.